Event description:
The customer alleges he has received bg results of 1111. This reading is outside the system's measurement range of 10 to 600 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.